Manufacturer narrative:
Concomitant medical product: product ID: neu_unknown_lead, serial# unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The hcp reported that the patient was evaluated on (B)(6) 2019 and determined with x-ray that the patient¿s paddle lead had migrated to far to the right ¿gutter.¿ the hcp reported that the paddle lead was explanted on (B)(6) 2019. No further complications were reported.

Manufacturer narrative:
Product ID neu_unknown_lead lot# serial# unknown. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that last week the healthcare provider (hcp) removed one leg of the paddle leas from the neurostimulator (ins) and then implanted a percutaneous lead on the right side of the paddle. No further complications were reported.